Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-14231. It was reported that the patient experienced a hematoma. As a result, the patient's system was explanted on (B)(6) 2017.